Event description:
The manufacturer received information alleging a trilogy 100 ventilator had critical errors occur. There was no harm or injury reported. Critical error codes in the device download history indicated failure of the device's speakers. The system and computer processing unit board assemblies required replacement to address the issue; however, no repairs were completed because the device was scrapped. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue.